Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose over 600mg/dl. The customer was experiencing unexplained high glucose for four months. Troubleshooting was performed. The customer stated that she could not control his glucose level. The customer stated that the infusion set was changed to resolve the issue. The programming, time, and date were correct. Ran a fixed prime test and passed. The customer's most recent glucose reading was 326mg/dl, and she has treated with the insulin pump. Advised the customer to call back when the clamp arrives to perform the high pressure test. No further info was provided.